Event description:
It was reported that a malfunction occurred on the pump with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Cts provided information and assisted the caller in resetting the pump, and the malfunction code did not recur. Caller was instructed to contact cts if the issue recurred, and the customer acknowledged and understood the instructions.